Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for 72 hours. The patient reports the pod was leaking during wear. Symptoms reported include vomiting and nausea. The patient removed the pod from the insertion site (abdomen), on the way to the hospital. Once at the hospital the patient was treated with intravenous fluids and insulin. In addition the patient was given anti-nausea medicine. The patient was released from the hospital after 6-7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.